Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem was confirmed during device evaluation. Service determined that the cause was due to defective main batteries, which were replaced to resolve the issue. Should additional relevant information become available a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is received a follow-up will be submitted.

Event description:
The facility representative reported a flogard infusion pump with a failure code of 94. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.